Manufacturer narrative:
The initial reporter placed an expired implant. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 19 in the mouth, primary stability was not obtained in type ii bone. Clinician noted patient's poor bone quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
The initial reporter placed an expired implant. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 19 in the mouth, primary stability was not obtained in type ii bone. Clinician noted patient's poor bone quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 19 in the mouth, primary stability was not obtained in type ii bone. Clinician noted patient's poor bone quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).